Event description:
Patient reported left side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell and others, and missing a piece of shell (0-25%). A microscopic analysis was performed which identified: one broken sharp on the radius, one broken striated on the radius, and non-penetrating nicks striated on the posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: one broken sharp on the radius assessed as unidentified (tear) opening. One broken striated on the radius assessed as surgical damage consist in the use of some surgical tool. Nicks striated on the posterior assessed as surgical tool scratch like. Missing shell due to inconclusive.

Event description:
Patient reported left side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Allergan is not requesting the device return at this time due to global safety concerns associated with covid-19.

Event description:
Patient reported unknown side rupture. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. The device remains implanted.